Event description:
It was reported that a patient presented prior to a lead revision procedure. Upon interrogation, the right ventricular lead exhibited post-paced t-wave oversensing that led to inhibition of pacing. The lead was explanted and replaced. The patient was discharged and experienced no complications.

Manufacturer narrative:
The reported events of noise and oversensing was confirmed. As received, a partial lead was returned measuring 43.0 cm. External insulation abrasions was noted at 0.8-1.0 cm from the distal tip that breached the helix header assembly, 18.0-18.2 cm and 18.2-18.6 cm from the distal tip on the optim sheath, and 18.5-19.0 cm from the distal tip breaching the svc cable lumen with the etfe coating intact. These abrasions were consistent with lead friction to the ICD can or feature of the patient anatomy. An extraction tie was noted at 25.5 cm from the distal tip and a suture sleeve tie impression was noted at 34.7 cm to 35.2 cm from the distal tip with the insulation cut consistent with procedural damage. The cause of the reported events was the abrasion at the helix header assembly, which exposed the distal boot and the sensing circuit. The helix was stretched, consistent with procedural damage, and no conductor shorts were found.